Event description:
It was reported the customer returned the reamer for exchange alleging, it broke for quality reasons. It is not clear if the reamer broke in surgery. The report indicates no patient involvement and no adverse consequences.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.